Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported premature deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification in the left superficial femoral artery. The supera was advanced without any resistance, and during deployment the physician did not notice that the stent had deployed inside the 6fr introducer sheath. The device was simply removed and the deployed stent was removed within the 6fr. Introducer sheath. The procedure was completed with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.